Event description:
It was reported that the patient experienced intermittent stimulation. It was noted that the patient had been feeling intermittent stimulation for the past 4 or 5 months. It was noted that the patient had fallen a couple of times in that time frame. It was noted that the patient had never been to a doctor to have his device components checked. It was noted that when the patient stood up they needed to lean back in order to feel stimulation. It was noted that if the patient crossed their legs stimulation would shut off.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).